Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer for service for the allegation of a ventilator inoperative alarm e-155. No harm or injury was reported. During evaluation ventilator inoperative error code was confirmed in the device error log which indicates machine flow sensor drift above the specification (>0.2lpm). It was noted the interior of the device was heavily contaminated with dust and the flow path and machine flow sensor were obstructed due to dust accumulation. The machine flow sensor and air pathway component were replaced to address the ventilator inoperative issue.